Event description:
Procedure: lobectomy. According to the reporter: when fired across the pulmonary vein, staples on the pt side were not fired and bleeding occurred. The surgeon extended the incision and manually sutured the incomplete staple line. On the next firing, a new instrument was used but bleeding occurred again. The staple line was manually sutured. It is unknown if there were any malformed staples. Total amount of bleeding occurred in this or: 500cc, transfusion was required but not due to the above incident only. Patient status reported as under observation.